Event description:
This report is being submitted after notification from FDA on 04/23/2007 of a MDR that was reported. The hosp reported, that a leak in the common carotid balloon was noted after insertion.

Manufacturer narrative:
An voluntary MDR was submitted from hosp for a pruitt inahara carotid shunt. The shunt malfunctioned during a right carotid endarectomy. A leak in the common carotid balloon was noted after insertion in the common carotid artery. The device was sent for evaluation, but was lost in transit. For this reason, the device was not evaluated and the root cause was not inconclusive. The device history records were examined and all mfg and quality control steps were completed in accordance to procedure.